Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and bacterial peritonitis in a patient coincident with dianeal pd4 ultrabag. On an unreported date, the patient experienced a break in aseptic technique. On an unreported date in 2011, the patient was diagnosed with bacterial peritonitis. Action taken with dianeal was not reported. Per the reporter, the event was not related to dianeal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis is confirmed because it was reported by the nurse that there was a break in aseptic technique, which is a use error that can cause peritonitis. Instructions related to the reported problem are contained in the product labeling. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.